Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The patient reported that she was charging too often. The patient reported that she had not been recently reprogrammed or switched to a new group and had not had the need to increase parameters. The patient reported that she doesn't charge the ins to full. There were no previous overdischarge events that could be related to this issue. The patient reported that she had to charge more frequently and so she had to charge it every night and said that last night it was so low, she couldn't turn stimulation on and couldn't get bars, but then tried again and now got coupling boxes. The patient reported that since the device depleted so fast, she had trouble keeping it charged because she had to charge it every night, so the issue she was calling about was charging more frequently and said that it started ¿about 2 weeks ago.¿ the patient reported that there were no falls or traumas and the doctor last ¿raised my settings quite a while ago, it was a year ago and I haven¿t increased the settings myself.¿ no further complications were reported.